Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). There was a sharp bend in the vessel. The ultra was advanced, but was unable to cross and as the stent delivery system (sds) was being withdrawn, the stent appeared to be dislodging; therefore, the decision was made to deploy it where it was, proximal to the target lesion. Another ultra stent was successfully deployed to complete the procedure. There were no adverse pt effects and the final pt outcome was good. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon which is consistent with use. The proximal and distal ends of the balloon appeared to have been previously partially inflated. The middle of the balloon was tightly folded. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. There was a kink and multiple bends noted to the sds, consistent with the way the product was packaged for return. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent becoming loose on the balloon. It was also reported the lesion was not pre-dilated, which likely contributed to the failure to cross the lesion. It should be noted in the ultra instructions for use (IFU) it states: pre-dilate the lesion with a ptca catheter. The ultra stent was implanted in an unintended site proximal to the target lesion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance and loose stent appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.